Event description:
Received information stating customer received multiple temperature alarms. Reportedly, the surrounding temperature was 68-70 degrees. The customer was in training and the pump was not being used.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A follow up MDR will be filed.